Manufacturer narrative:
Complaint not confirmed, the device was returned fully assembled. The anchor remains on the driver. It was found to be cracked, but not broken. No other abnormalities observed. The cause of the event is undetermined, however likely causes include improper bone prep; misaligned insertion; prying/leveraging.

Event description:
It was reported that during a rotator cuff shoulder surgery the device broke inside the patient. The breakage occurred at the transition between the fenestrated part and the closed part of the anchor. No broken parts remained inside the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.